Manufacturer narrative:
(B)(4). Possible lot #: n4md1k. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported, right hemicolectomy, side to side, ileotransverse anastomosis, using a gia-80mm and a ta-60mm (blue). Post op day 8, re-operation due to biliary peritonitis. The side that was stapled with the ta was completely open, as if staples were not there. Staples seemed to hold only on one edge of the bowel. The patient is in critical condition. The customer is not sure if the lot provided is the actual lot of the involved product.

Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. D4: batch # n57j8a. H10: corrected data = the following information was omitted on previous report number (B)(4). Additional information was requested, and the following was received: was there a quality issue experienced with the tx60b device? If yes, please explain. Does the surgeon believe that the post-operative issue is related to the tx60b device? Was there a quality issue experienced with the tx60b device? The complaint is related to tx60b, while in the same operation other devices were used also.the surgeon believes that the post-operative issue is related to tx60b.there were no difficulties/abnormalities related with the device during the initial procedure. Did the patient undergo any preoperative radiation or chemotherapy? The patient did not go on any preoperative radiation or chemotherapy. Was there any crossing of staple lines? There was no crossing of staple lines. What were the patient symptoms that led to the reoperation for peritonitis? Patient symptoms included paralytic ileus, vomiting, fever, abdominal pain. How was the leak addressed in reoperation? With interrupted sutures pds 3-0. Were any staples observed during reoperation? The staples were anchored on the one edge of the bowel were there any issues with ischemia observed during reoperation? No ischemia what is the current patient status? Very good he is recovering well and out the hospital. Device analysis: the analysis results found that the tx60b device arrived with no apparent damage and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: attempting to force the trigger to complete the closing stroke with too much tissue or thickened tissue may result in poor staple formation with the loss of staple line integrity and subsequent leakage, disruption, or poor healing. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.